Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that indicated the patient's rv lead was capped an replaced on (B)(6) 2021 due to oversensing noise and loss of capture. Patient was asymptomatic and stable throughout procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, it was revealed that the right ventricular lead exhibited noise reversion episodes. Most of the electrograms (egms) appeared to be short burst(s) of noise, brief in nature. Noise was not observed during the interrogation. Programming changes were made. The patient was stable, did not complain of any lightheaded/dizziness.

Manufacturer narrative:
Additional information: b5.

Event description:
New information received noted that the right ventricular lead exhibited a re-occurrence of noise. Noise was observed via isometrics. Also, it was indicated that the noise episodes were brief in nature. Programming changes were made. The patient was device dependent. The patient was stable and will continue to be monitored.